Manufacturer narrative:
The referenced percutaneous lead (driveline) replacement was reported under medwatch MFR report# 2916596-2018-04548. Approximate age of device - 1 year, 1 month. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. The patient had received a previous percutaneous lead (driveline) replacement and currently the lvad system was producing pump stoppage events while the system was tethered to the power module. An ungrounded cable was requested for patient use. The vad coordinator confirmed that the patient had gained 100 lbs. Since implant of the lvad. Lactate dehydrogenase normal and inr consistently therapeutic. X-ray of percutaneous lead (driveline) did not reveal areas of concern. The patient is currently stable and will remain on the ungrounded patient cable indefinitely and there are no plans for a pump exchange. Per the physician, the patient will be closely monitored. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a root cause for the pump stoppage events captured in the log file cannot be conclusively determined through this evaluation, however, they appear to be consistent with a potential compromise in the percutaneous lead (driveline). Pump stoppage events were captured on (B)(6) 2018. These events corresponded to alarms for low speed and low flow hazard and occurred while the system was connected to the power module. The instructions for use list percutaneous lead (driveline) damage including how to identify signs of potential damage and respond should patients suspect damage. As a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.